Manufacturer narrative:
8 atms were applied to the stent during implantation. The stent was post dilated following implantation at 8 and 12 atms. The mild u nder-expansion of the stent in the mid segment was noted approx one month later during a cardiac cath procedure after the patient presented with an anterior st elevation mi. Stenting was considered but not needed. The cause of the clot was not specifically indicated, however it was indicated that there was acute anterior mi secondary to stent thrombosis of the lad. Angiomax drip at half dose was administered for 3 hours post cath, dapt was continued. Repeat oct (optical coherence tomography) was attempted, however because of calcium in the proximal vessel the oct catheter was unable to advance. Hemostasis was achieved using vas band. The event was successfully treated with high pressure ptca with a 2.75mm nc balloon. The patient was discharged in stable condition. The patient suffered angina since the 30 day follow up. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A resolute onyx drug eluting stent was used to treat a lesion exhibiting 90% stenosis in the proximal left anterior descending (lad) artery. It was reported that there was mild under-expansion of the stent in the mid segment which was successfully treated with high pressure pcta. It was also reported that there was some clot distal to the stent that was non-obstructive.